Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the pulse generator was found to be operating in backup vvi mode. No patient symptoms were reported. It was noted that the patient had underwent an unrelated breast surgery within the prior month. A software download successfully restored the device.